Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined the smoke was from the motor overheating and finally going out. The fse replaced the mixing drive assembly to repair the instrument. (B)(4).

Event description:
A customer called and reported seeing smoke coming from the hmx autoloader instrument. There were no fire, flames, or arcing observed. No lab evacuation was needed. The customer was advised to power off & unplug the instrument.